Manufacturer narrative:
A risk to the pt's health could not be excluded for these circumstances, since the laser fiber was placed in a different position than intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device, corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place, and the hosp confirmed that the laser therapy was successful and no negative clinical outcome for the pt was reported by the hosp. According to the results of the brainlab investigation and the info provided by the hosp, it can be concluded that the root cause for the shift is one or all of the following factors: during initial registration, the software did not find a match to actual pt anatomy that was as accurate as desired for this specific pt/surgery, an unintended movement of the pt reference array occurred after registration, leading to a deviation of position info in the navigation software, or instruments are bent/damaged in a way that is not detectable by visual inspection. Apparently, the shift was not detected during the according accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this already anticipated risk as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hosp.

Event description:
A cyst drainage and a placement of a visualase catheter (for laser ablation) in the brain was performed with the aid of the brainlab cranial 2.1.1 navigation software. During the procedure the surgeon: registered the actual pt anatomy to the navigation (to the CT and MRI scan imported into and used by the navigation system), verified and accepted the pt registration in the navigation, completed the cyst drainage following a pre-planned trajectory with the aid of navigation, set up the drill guide according to the second pre-planned trajectory with the aid of navigation, drilled the burr hole and screwed a bone anchor (to guide the laser fiber) into the bone, used navigation to measure the distance to target, cut the dura and placed the laser fiber, obtained an intra-operative CT scan and observed a deviation of approx 1 cm between planned and actual trajectory, moved the pt to a different or, registered the pt to the intra-operative CT scan and verified accuracy in the navigation, planned a new trajectory, repeated the steps described above (burr hole to laser fiber placement) with the aid of navigation, and obtained two CT scans that confirmed that the laser fiber was placed as intended. The hosp confirmed that the laser therapy was successful after the second laser fiber placement. The hosp reported no negative clinical outcome for the pt.